Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, it was noted on x-ray that the lead had an externalized conductor. All electrical measurements were stable and in range. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
Internal insulation abrasions with the ethylene-tetra-fluoro-ethylene (etfe) coating intact were noted on the lead during analysis. External abrasions were also noted due to friction to another device or feature of the heart were noted in the distal section of the lead. The inner coil was not exposed in any abrasion regions. Other damages found on the lead were consistent with those occurring at the time of explant. There were no conductor fractures or internal shorts noted during electrical testing.